Event description:
The biomedical engineer (bme) reported that the v60 ventilator had a screen that was blank, even when powered on. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. During troubleshooting, the remote service engineer (rse) reported that the customer's issue was replicated. The device was running as expected, but the display was black/blank. The rse advised the bme to replace the lcd (liquid crystal display). The rse also provided the bme with details on the first generation lcd versus the second generation lcd. The bme was provided with the part number for a replacement user interface (ui) assembly. Final investigation and disposition are pending.